Event description:
Several attempts have been made to contact treating surgeon. The following information is based on limited information received. A patient treated for three vertebral body compression fractures in the thoracic spine underwent surgery without apparent difficulty. However, after recovery, the patient was unable to move their legs. A CT reportedly revealed some bone from the pedicle in the canal. A decompression and exploratory surgery was performed. The cord was found to be intact, no bone cement seen in the canal, but there was a hematoma in the epidural or subdural space. The dura was repaired and the hematoma removed. Three hours post op the patient's paraplegia persisted.